Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator began alarming, the unit stopped operating and the display went dark. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a shutdown while in normal ventilation mode. During evaluation of the device, the manufacturer's service technician was unable to duplicate the reported event. The service technician will replace the cpu as a precaution for the reported event.

Event description:
During evaluation of the device, the manufacturers service technician was unable to duplicate the reported event. The service technician replaced the cpu and power management pcb boards as a precaution for the reported event. Applicable final testing was performed and passed to operating specifications.